Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the patient's catheter was revised yesterday and was found to be "wadded up". The rep said it appeared the pump was not sutured down correctly as well. The affected catheter section was removed and a new pump section added. He said he originally did not add back in the new section into the catheter information programmed into the pump so the prime would have been less than it normally would be and said he plans to update the catheter information today. The patient reported that he never really felt relief since implant even after dose escalations. The dose was reduced after catheter was repaired. The original pump and catheter were not in device registration (drs) but the rep found it was implanted on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8780 ,serial# (B)(6), implanted: (B)(6) 2024,product type catheter. Product ID a810, serial# unknown , product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-sep-2026, UDI#: (B)(4) ; product ID: a810, serial/lot #: unknown, ubd: 26-sep-2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) indicated the catheter had been discarded. Additionally the software version had been provided. Additional information received from a healthcare professional (hcp) reported that the patient had a recent system implant on (B)(6) 2024. Following the implant the patient presented to the hcp office on (B)(6) 2025 with concerns related to catheter kink/pump malfunction. During the visit the catheter access port could not be aspirated. The patient had stated the pump had become less effective and complained of severe back and leg pain, worsened with walking, and severely restricting their mobility. The decision had been made to perform a revision on (B)(6) 2025. During the surgery the abdominal segment of the catheter had been found to be significantly coiled up and kinked at multiple spots. The pump segment was replaced and they could easily aspirate the port and had good cerebrospinal fluid flow.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Product ID a810, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.